Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. There was no documentation of issues for the complaint of lot #s 7262513, 7262532, 732466, 7353605, 8066852 during the production runs. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that the bd luer-lok¿ syringes had several issues, including foreign contamination, barrel damage, plunger damage, and misaligned scale markings. Lot #'s 7262513, 7262532, 7324606, 7353605, and 8066852 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7262513. Medical device expiration date: 2022-09-30. Device manufacture date: 2017-09-19. Medical device lot #: 7262532. Medical device expiration date: 2022-09-30. Device manufacture date: 2017-09-19. Medical device lot #: 7262532. Medical device expiration date: 2022-11-30. Device manufacture date: 2017-11-20. Medical device lot #: 7353605. Medical device expiration date: 2022-12-31. Device manufacture date: 2017-12-19. Medical device lot #: 8066852. Medical device expiration date: 2023-03-31. Device manufacture date: 2018-03-07. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringes had several issues, including foreign contamination, barrel damage, plunger damage, and misaligned scale markings. Lot #'s 7262513, 7262532, 7324606, 7353605, and 8066852 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot.